Event description:
Patient undergoing prostatectomy via robotic assistance. Surgeon was using the harmonic curved shears insert for the davinci when, during the procedure, he noticed the tip of the harmonic had come off. Harmonic tip noted to be off at approximately 3 hours into the surgery. It was all retrieved and surgery was complete. Patient sent to recovery.